Manufacturer narrative:
The device was used for an off-label indication. The indication used for was headache. Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information was received from the consumer regarding the infection with the neurostimulator for non-malignant pain and migraine (see regulatory report number 3004209178-2012-11854). It was reported that the patient was allergic to the metals in the implantable neurostimulator (ins). It was also reported that the lead was put in the base of the patient's neck (like in the shoulder) and it moved up toward the patient's neck and burst open. After a while, it kept getting more and more infected. The ins kept get getting infected and they could not get the infection under control. After the device was explanted, they waited to ensure the infection was cleared up before putting in another one.